Event description:
It was reported that this implantable pacemaker was explanted due to high pacing thresholds and impedance issues without a known cause. A new device was successfully implanted instead. No additional adverse patient effects were reported.